Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported by the patient's attorney that the patient underwent surgery for laminectomy and spinal fusion at l5-s1. It was reported that the pedicle screws used during the surgery fractured in-situ. A corrective surgery was done to remove the screws and allegedly the patient suffered additional complications.